Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 58/52 code r on the right side on (B)(6) 2006. Currently, the patient is being monitored due to pain.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: the hip was revised due to pain and elevated cobalt and chromium blood levels. The patient stated that he felt something was moving in his hip. Radiological and ultrasound reports were received from the time between (B)(6) 2010 and (B)(6) 2015. The relevant findings were summarized below however no imaging was received in order to evaluate the findings below. X-ray, dated (B)(6) 2010: the prosthesis was in a good position with no evidence of loosening. Possible early particle disease superiorly of femoral component on anterior and posterior side. X-ray, dated (B)(6) 2011: same findings, no additional observations. Ultrasound, dated (B)(6) 2012: some minor thickenings of the pseudo capsule but no hypervascularity was demonstrated. No fluid could be seen around the joint. X-rays, dated (B)(6) 2013: normal alignment and no evidence of loosening or failure. No change in the appearance from prior exams. X-ray, dated (B)(6) 2013: total hip replacement and the sub chondral cyst in the right acetabulum showed no change since the previous exam on march 01, 2013. No evidence of infection or loosening. X-ray, dated (B)(6) 2014: stable position and alignment of the uncemented hip joint prosthesis. Focal lucencies within the lateral acetabular zone 1 and femoral zones 1 and 7, demonstrating thin sclerotic margins and have gradually increased in size from 2010 suggestive of particle disease. X-ray, dated (B)(6) 2015: indication for an x-ray due to a recent injury 10 days earlier. Both prostheses were present and appear normal. Amendment to previous (B)(6) 2015: the geode above the right acetabulum was present in the previous films from (B)(6) 2010 is larger now. There is also a little lucency around the upper femoral shaft visible on the lateral film which was already present in (B)(6) 2010 but increased. X-ray, dated (B)(6) 2015: stable bilateral hip prosthesis but the lucency on the right side at the superior acetabular component has been slowly increasing in size. Ultrasound, dated (B)(6) 2015: nonspecific complex hip joint fluid in the anterior and posterior aspect. No frank synovial proliferation about the hip prosthesis. Date observations, findings, events: on (B)(6) 2006: implantation of concerning durom prosthesis due to significant arthritis of the right hip joint with avascular necrosis and collapse. The post-operative progress was uneventful and very satisfactory. On (B)(6) 2010: other than some discomfort, during strenuous activity, including cycling, there were no problems. Small area of lucency over the superior margin of the acetabulum was observed on the x-rays. End of 2011: the patient continued to have a small cyst in the supra-acetabular area and the cobalt and chromium levels were elevated but not dangerously. An ultrasound of the right hip was planned for the early part of 2012. On (B)(6) 2012: left total hip joint replacement with no subsequent problems. On (B)(6) 2013: both hips functioning well with no symptoms, but previously noted cyst in the supra-acetabular area had slowly worsened in its dimension. On (B)(6) 2013: patient complaining of pain due to twisting of his hip while traveling. The pain settled after two weeks without any treatment. There had not been any significant increase in cobalt and chromium levels. An x-ray confirmed the presence of the supra-acetabular cyst but only very marginal change in its size. On (B)(6) 2014: cobalt level had risen from 120 to 232 nmol/l and chromium level from 61 to 76 nmol/l. X-ray showed a further worsening of the cyst in the supra-acetabular area. On (B)(6) 2015: patient presented with increased pain in the right hip, which had worsened in early february with no causative reason for this pain. Interestingly the cobalt and chromium levels had surprisingly decreased. X-rays confirmed that the supra-acetabular cyst had broken through the superior and anterior wall of the acetabulum. An ultrasound confirmed clear fluid, which has not grown any organisms and metal ions are awaited in the aspirate. On (B)(6) 2015: the patient is unable to work normally as a builder and has had to employ other staff as he is a solo trader. The patient is affected by pain both during day and night and requires high doses of pain medicine. A bone scan was also performed and confirmed no loosening of the prosthesis but a slightly increased cyst. Test results were received stating among other things the measured cobalt and chromium levels in blood plasma and joint fluid respectively. The tests were performed by the (B)(6) laboratories between (B)(6) 2012 and (B)(6) 2015. The test results for the blood samples were converted from nmol/l to ¿g/l. All results are listed in the table below. The analyzed joint fluid was described as yellow with a low viscosity in the test report. On (B)(6) 2012: 7 ¿g/l co, 4 ¿g/l cr in blood plasma. On (B)(6) 2013: 7 ¿g/l co, 3¿g/l cr in blood plasma. On (B)(6) 2014: 14¿g/l co, 4 ¿g/l cr in blood plasma. On (B)(6) 2015: 11 ¿g/l co, 4 ¿g/l cr in blood plasma . On (B)(6) 2015: 567 ¿g/l co, 85 ¿g/l cr in joint fluid. Devices analysis: on the articulation side of the durom cup numerous fine scratches were visible. On the anchoring side most of the ti-vps coating was missing. The remaining coating showed remains of bone attachments. The entire backside, including the edges of the remaining coating, was slightly polished. Pieces of the broken off ti-vps coating were not received. When the components were received the metasul ldh and the head adapter were still assembled and were disassembled for the investigation using an adapter extractor. The articulation surface of the metasul ldh showed several slight scratches. There were some isolated nicks and scratches probably deriving during or after removal. Nothing conspicuous could be observed on the articulation surface of the head. The head taper was inconspicuous. The articulation surface was inspected under the microscope at 200-times magnification with differential interference contrast (dic). In the loaded area scratches were recognizable and the carbides, which protruded slightly in the original surface state, were leveled. There were still protruding carbides in the unloaded area close to the equator. The outer surface of the head adapter was inconspicuous. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Wear measurement: a clear wear zone could not be identified for the cup. Therefore it was not possible to determine the wear value. However, the measured diameter was still within the manufacturing tolerances. Scanning electron microscope: the coating was flattened and worn while the base surface had the expected blasted appearance. Therefore, it was decided to compare both surface structures to that of another durom cup. For comparison, an example retrieval was chosen which exhibited a chipping of the coating that was known to be due to removal of the cup. The coating of this cup has a cauliflower-like structure and the structure of the base surface is similar to that of the cup at hand. The metasul ldh and the head adapter were revised after approximately 8 years and 10 months due to pain and elevated cobalt and chromium levels. The patient is a solo trader as a builder and was described as active (strenuous activities, including cycling) in the letter from the operative surgeon. Based on the latter the patient did not complain about pain until (B)(6) 2015 except for a short term in (B)(6) 2013. The pain was because of twisting his hip while traveling but the pain settled after two weeks without any treatment. According to the information at hand (x-ray reports and letter from the operative surgeon) the implants were in a stable position which did not change over time in vivo. However, a cyst also named as lucency and geode was first observed at the superior acetabular region in 2010. The cyst increased slowly in size over time in vivo. Finally the cyst had broken through the superior and anterior wall of the acetabulum. Because of the observation of the cyst the surgeon started a close watch of his patient, in particular, the effect of metal on metal prosthesis and metal ions since (B)(6) 2010. This included determination of cobalt and chromium levels in blood samples as well as ultrasound investigations. After the patient presented to the surgeon with increased pain, an ultrasound was performed and hip aspirate was taken and sent for metal ion evaluation. A bone scan was also performed and confirmed no loosening of the prosthesis but a slightly increased cyst. On the anchoring side of the durom cup most of the ti-vps coating was missing. The remaining coating showed remains of bone attachments. The entire backside, including the remaining coating and its edges were slightly polished. For comparison a retrieval was chosen which exhibited a chipping of the coating that was known to be due to removal of the cup. Based on this comparison it was assumed that the broken off coating did not derive from the revision surgery. Therefore, it was assumed that the coating broke off during time in vivo. It was assumed that the cup was well integrated in the bone. However, the presence of the broken through cyst may have led to a contact discontinuity between the cup's anchoring surface and the bone. It was assumed that the area of the remaining coating on the cup was the location of the cyst. A possible hypothesis could be that due to a situation where the cup experienced a possible shear force it came to a debonding between the cup's coating and its base surface. As a result the part of the coating, which was well integrated in the bone, was sheared off from the cup. The correlation between this situation and the patient's pain was unclear. With the information at hand the above described situation can only be hypothesized but not proofed. A complete x-ray follow-up and surgical notes especially the ones of the revision surgery might be helpful to clarify the situation. It was not possible to determine the wear values of the cup but the measured diameter was still within the manufacturing tolerances. The wear values found for the head can be considered as low. Also the appearance of both articulation surfaces of the metal-on-metal pairing does not point to abnormal wear. Therefore, it is assumed that the elevated cobalt and chrome values in the patient's blood could possibly be attributed to the fretting corrosion on the inner surface of the head adapter. However, it is unknown if this has any correlation with the patient's pain and/or cyst in the superior acetabular region. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. With the information provided and the investigation result, it is still not suspected that a product failure led to the alleged event and that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced previously. Should additional information become available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
The patient was revised on october 01, 2015 due to pain, cyst formation and elevated metal ions.